Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for the event for three days. On an unreported date, the patient was treated with oral ampicillin (dose and frequency not reported). At the time of this report, the patient was feeling good and felt that they had recovered. Pd therapy was ongoing. No additional information is available.